Event description:
It was reported that the customer received a no delivery alarm on her insulin pump and the bolus wizard was recommending zero units while she was trying to give herself a bolus. Her blood glucose was 247 mg/dl. The customer reported the no delivery alarm was resolved by an infusion set change. The customer was advised as to why the bolus wizard may have been recommending zero units. She stated she overrode the bolus. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).